Event description:
It was reported that an unspecified quantity of em2400 valve sets had increased air bubbles. The issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone no: (B)(6). G1: the devices were manufactured at one of the following facilities: availmed (B)(6). Baxter healthcare - (B)(6). The devices were not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.